Manufacturer narrative:
Issue was discussed in article published by glaucoma today issue march/april 2016 authored by katherine fallano, md and shakeel shareef, md, the title: late-onset plate migration and herniation of a glaucoma drainage device. Below are some excerpts from the article: "we believe it likely that the patient had an abnormally thin sclera due to his history of rop, leading to this late-onset surgical complication. The sclera is more thin and fragile in eyes with rop than in healthy eyes." "To date, the patient's iop has been well controlled on topical therapy for 4 months after removal of the ahmed glaucoma valve" "if an area that has not undergone prior cryotherapy can be identified, a repeat gdd could be attempted in a different quadrant"

Event description:
As published on glaucoma today, article "late-onset plate migration and herniation of a glaucoma drainage device" march/april 2016 issue. Excerpt from case evaluated in article indicates: "(B)(6) year old boy with a history of cryotherapy treated retinoplasthy or prematurity (rop) in the right eye" "the patient was referred to the glaucoma service (B)(6) 2014 for possible surgical management" "we proceeded with urgent surgery and implanted an ahmed glaucoma valve with a scleral patch graft in the superotemporal quadrant of the right eye. We used 9-0 nylon sutures to secure the plate to the sclera." "His iop measured between 6 and 13 mm hg for the first 5 months postoperatively. In (B)(6) 2015 the plate was noted to be anteriorly displaced. The patient had recently started karate lessons but denied any direct trauma to the right eye."